Event description:
Internal fixation utilizing vhs system performed 2001. Revision was performed seven months later, to remove hardware and implant total hip prosthesis, due to reported fracture of lag screw component.